Event description:
It was reported that the ilet touchscreen became unresponsive and could not be slid to unlock after the device was allowed to power down and then recharged, and a crack was observed on the top right of the screen while the device continued to deliver insulin; the device component at issue was the touchscreen and the problem involved a screen fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact and a delay to therapy while the user transitioned to backup manual dosing. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.